Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample crea result of 1.6 mg/dl vs. The repeat result 0.7 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros crea result was initially questioned by the laboratory staff and repeat testing was performed. The questioned result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 5600 integrated system. The most likely assignable cause of the event is unknown. A sample related issue cannot be completely ruled out as it was determined that the customer was not following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Pressure profile findings from the initial and repeat samples show inconsistencies in viscosity and sample indices (hemolysis and turbidity), further indicating that a sample handling issue contributed to this event. However, with the exception of the initial non-reproducible higher than expected result of 1.6 mg/dl, the other vitros results obtained from both collections from the affected patient were concordant. Therefore, improper pre-analytical sample handling cannot be confirmed as the assignable cause of this event. Pre-analytical sample mix-up did not likely occur as repeat testing of vitros assays were concordant for all test events, with the exception of the initial vitros crea result that breached potential health and safety (phs) criteria. Historic vitros crea quality control results were acceptable within the timeframe of the event, indicating that vitros crea slide lot 1514-3554-3522 was performing as intended on the vitros 5600 integrated system. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea slide lot 1514-3554-3522. A performance issue with the vitros 5600 system did not likely contribute to the event as within run precision testing indicated vitros crea slide lot 1514-3554-3522 was performing as intended on the vitros 5600 integrated system.